Event description:
It was reported that the patient presented in the emergency room due to shortness of breath and presyncope. Upon device interrogation on (B)(6) 2017, elevated capture thresholds were noted on the right ventricular lead. On (B)(6) 2017, the lead was capped and replaced. The patient was stable post-procedure and during follow-up next day.